Manufacturer narrative:
The reported 8 x 25mm biosure regenesorb screw, used in treatment, will not be returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the screw broke during insertion, an exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied to the screw during insertion. Not preparing the insertion site with the recommended prep device. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported device, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported that, during an acl ligamentoplasty intervention, the "8 x 25mm biosure regenesorb interference screw" broke. It is unknown if a back-up device was available or if there was a delay in the surgical procedure. No additional complications were reported and no further information is available at the moment.